Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Issue description: a customer in (B)(6) reported to biomérieux that they have obtained potential misidentification of geobacillus stearothermophilus with the product vitek ms instrument (ref. 410895, serial number (B)(4)). It is understood that the customer expected the result geobacillus stearothermophilus, and he has obtained other results. Paenibacilllus lactis, bacillus smithii, ornithobacterium rhinotracheale, geobacillus stearothermophilus / bacillus smithii, bacteriodes ovatus / xylanisolvens. The customer indicated this testing occurred in (B)(6) 2021. The number of patients associated with these tests was not disclosed by the customer. There is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in ireland reported to biomérieux that they have obtained potential misidentification of geobacillus stearothermophilus with the product vitek ms instrument (ref. (B)(4), serial number (B)(6)). Investigation: 1. Complaint trend analysis and device history record there is no CAPA nor non conformity on vitek ms linked to the customer's complaint. A trend analysis has been done regarding the complaints recorded for a misidentification due to a non optimal spot preparation and a non optimal fine tuning: no trend identified. 2. Investigation results *fine tuning : status good at the time of acquisition but the all peaks and good peaks value are very high compared to expected target . This could be explained by a non-optimal fine tuning. Moreover, it is written in the case that the last fine tuning made prior to the misidentifications was done in feb 2021 which is quite a long time ago. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. It needs to be verified with the customer. Kb review: the expected identification (geobacillus stearothermophilus) is present in vitek ms kb v3.2. Sample data analysis : according to data provided, all misidentification result were obtained from spectra having a low identification score (between -0.26 and -0.37) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator, operator skill) and/or by a non-optimal fine tuning. Indeed the number of ¿all peaks¿ are very different from the one observed with calibrator, they would seem to be lower. It needs to be verified with the customer. By reprocessing the customer data with vitek ms kb v3.2, there is no improvement by reprocessing the customer data with vitek ms kb v3.3, two out of the five spectra which gave misidentification results led to no identification. There is no misidentification anymore for two specimen (ID 220056 and ID 220057). Conclusion: the issue has not been reproduced internally. The root cause analysis concluded to a non optimal spot preparation and a non optimal fine tuning. No further action required.